Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with high, out of range pacing impedance and high capture threshold. A chest x-ray was performed and it was determined that the right ventricular lead had externalized conductors. The patient will continue to be monitored with routine follow ups by the physician.